Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse checked the led of gpdu and no 24v power found. To resolve the issue, fse reboot the gpdu main switch. The same issue reoccurred after a few days, where the customer reported the device turned off after power on. Fse found the dcps (direct current power supply) output was blocked as the hospital power supply outage was not stable. To resolve this, fse reconfigured the node of pdu transformer in m cabinet and checked the output voltage. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that system was unable to boot. The device was outside clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.